Event description:
As reported: the customer opened the packaging and there was a human hair inside the cannula. The hair can be seen inside the packaging.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. Assay peformance checks passed. The field service represenattive could not find a cause for the issue. The customer states they have now moved the psa test to a different e module at the site.

Event description:
User reported they went live with the e601 analyzer (B) (4) on (B) (6), and have been running tests side by side with a different analyzer (centaur)at the site. On (B) (6) 2010, they ran a patient sample for psa on the e601 analyzer (B) (4) and received a result of 3.53 ng/ml. The same sample was tested on the centaur analyzer and gave a result of 0.52 ng/ml. User reported both psa results to the doctor who then questioned the results. The next day two aliquots saved from the original sample were run on the e601 analyzer which gave results of 0.481 and 0.478 mg/dl. A corrected report was issued with a psa result of 0.048 ng/ml. Patient was not affected and was released. Psa reagent lot number, 15719901. The field service representative was unable to find a cause. He ran performance tests which was successful on both cells and a precision study for psa which was within specification. Customer ran controls giving acceptable results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.